Manufacturer narrative:
Unit passed displacement, and active current measurement tests; it failed sleep current measurement test. No signs of corrosion or previous moisture damage were noted inside the unit. After swapping the boards out into a known good case, the sleep current measurement dropped from 10.2 ma to about 5.1 ma. After swapping a known good pcb2 onto pcb1, the current measurement remained the same. The high sleep current measurement seems to be due to some electronic component(s) on both pcb1 and the battery board attached inside the case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery alarm secondly with low battery alarm. The customer¿s blood glucose level was 7.5 mmol/l. The customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.